Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a vertical red line on the screen during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus. However, a field service engineer (fse) was dispatched to customer site and confirmed there is an issue with the image. The field service engineer assessed the condition and determined that the damage was most likely due to a component failure. There was no patient involvement.

Event description:
No additional information received from customer.